Manufacturer narrative:
B.3: date of event: unknown. The date received by manufacturer has been used for this field. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4: device expiration date: unknown. H.4: device manufacture date: unknown.

Event description:
It was reported that the bd alaris secondary set separated and leaked. The following information was provided by the initial reporter: secondary set product code: 10016073, resulted in separation again causing a chemo leak.

Event description:
It was reported that the bd alaris secondary set separated and leaked. The following information was provided by the initial reporter:secondary set product code: 10016073 resulted in separation again causing a chemo leak.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of separation and chemo leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10016073 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.